Manufacturer narrative:
Although it is presumed that the instrument was damaged due to the shape of the patient's root canal and repeated use of the product, the cause is unknown. At this point, it is unlikely that any abnormality had occurred at the time of shipment of our products.

Event description:
On (B)(6) 2025, a patient presented with a complaint of tooth pain. Examination revealed caries in the upper left first molar, and the patient was diagnosed with pulpitis. Under local anesthesia, direct pulp extirpation and root canal treatment were proposed. After anesthesia, the pulp chamber of affected tooth was opened and the root canal was enlarged using a root canal file after pulp extirpation. However, the file suddenly broke inside the root canal. An attempt was made to remove the broken file, however, its removal proved difficult due to the depth of broken point. To alleviate the patient's pain, there was no choice but to extract the tooth.